Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)') and autoimmune disorder ('autoimmune reaction') in a (B)(6)-year-old female patient who had essure (batch no. B02744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in (B)(6) 2017. The patient's medical history included contact dermatitis (due to poison sumac). Previously administered products included for acute frontal sinusitis: augmentin. Concurrent conditions included autoimmune deficiency syndrome, bacterial vaginosis, infection parasitic and acute frontal sinusitis. Concomitant products included clarithromycin (claritin) since (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, metronidazole (flagyl) from (B)(6) 2011 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2011 and sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain: pelvic area"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("anxiety / mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2017, the patient experienced vaginal infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified") and urinary tract disorder ("bladder or urinary problems or changes: unspecified"), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue") and infection ("infection"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, autoimmune disorder, pelvic pain, hypersensitivity, menstrual disorder, infection, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, dyspareunia, fatigue and vaginal discharge outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered anxiety, autoimmune disorder, bladder disorder, depression, dyspareunia, fatigue, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in opposite tube. The number of expended coils that appeared trailing into uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: mildly irregular loops of small bowel left mid abdomen without high-grade obstruction or free air. Mild inflammatory process possible. Correlation with exam recommended. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, pelvic pain, dizziness, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received : the case is incident. Events ¿pid (pelvic inflammatory disease), abnormal bleeding (vaginal), infection: vaginal, depression, anxiety, bladder or urinary problems or changes: unspecified, migraine/headaches, dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, she did not undergo essure confirmation test¿ were added. Reporter, demographics, historical drug, concurrent conditions, lab data, essure indication (amended), essure lot number, concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)'), autoimmune disorder ('autoimmune reaction') and genital haemorrhage ('genital bleeding') in a 37-year-old female patient who had essure (batch no. B02744-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in (B)(6) 2017. The patient's medical history included contact dermatitis (due to poison sumac). Previously administered products included for acute frontal sinusitis: augmentin. Concurrent conditions included autoimmune deficiency syndrome, bacterial vaginosis, infection parasitic and acute frontal sinusitis. Concomitant products included loratadine (claritin) since (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, metronidazole (flagyl) from (B)(6) 2011 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2011 and sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2011 to (b)(60 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain: pelvic area"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression, psych injury"), anxiety ("anxiety / mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2017, the patient experienced vaginal infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified") and urinary tract disorder ("bladder or urinary problems or changes: unspecified, urinary problem"), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue"), infection ("infection"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, autoimmune disorder, genital haemorrhage, pelvic pain, hypersensitivity, menstrual disorder, infection, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, dyspareunia, fatigue, vaginal discharge, abdominal pain and headache outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, autoimmune disorder, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in opposite tube. The number of expended coils that appeared trailing into uterine cavity was 5. Patient received treatment for pelvic/abdominal, urinary problems, vaginal infection vaginal discharge, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: mildly irregular loops of small bowel left mid abdomen without high-grade obstruction or free air. Mild inflammatory process possible. Correlation with exam recommended.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, pelvic pain, dizziness, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events " abdominal pain, gen. Abnormal. Bleeding, headaches" were added. Reporter information was added no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)') and autoimmune disorder ('autoimmune reaction') in a 37-year-old female patient who had essure (batch no. B02744-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in (B)(6) 2017. The patient's medical history included contact dermatitis (due to poison sumac). Previously administered products included for acute frontal sinusitis: augmentin. Concurrent conditions included autoimmune deficiency syndrome, bacterial vaginosis, infection parasitic and acute frontal sinusitis. Concomitant products included clarithromycin (claritin) since (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, metronidazole (flagyl) from (B)(6) 2011 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2011 and sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain: pelvic area"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("anxiety / mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2017, the patient experienced vaginal infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified") and urinary tract disorder ("bladder or urinary problems or changes: unspecified"), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue") and infection ("infection"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, autoimmune disorder, pelvic pain, hypersensitivity, menstrual disorder, infection, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, dyspareunia, fatigue and vaginal discharge outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered anxiety, autoimmune disorder, bladder disorder, depression, dyspareunia, fatigue, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in opposite tube. The number of expended coils that appeared trailing into uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: mildly irregular loops of small bowel left mid abdomen without high-grade obstruction or free air. Mild inflammatory process possible. Correlation with exam recommended. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, pelvic pain, dizziness, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: update of information (batch is not valid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.